Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they read online on a troubleshooting website that another individual has gone through a similar sensation feeling shocking from their interstim device. No further information was provided of the individual.